Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier were found misaligned before use. Therefore, a new unit was used instead.

Event description:
It was reported that the jaws of the applier were found misaligned before use. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi. As part of a (B)(4). Lot in november of 2021. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instruments as received shows that the jaws are aligned with each other in the closed position and the cap is missing from the luer flush port. Functional testing of the returned instrument shows that it is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. We are unable to validate this complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.